Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed with three off no powers and a failed battery test. The patient's blood glucose at the time of incident was 68 mg/dl. During troubleshooting, it was noted that the battery cap contacts were damaged. The insulin pump was not returned for analysis as the customer was receiving a new battery cap to test.